Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends, an engineering review of the device, and an evaluation of the returned device. The jaw gap was measured and met specification. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were not noted for the device, indicating proper alignment of the jaws when toggling the needle. Sheared plastic was noted, indicating the flat pin was not centered properly. During the functional evaluation, engineering noted difficulty toggling the device. The device was disassembled and reassembled and worked properly. An engineering needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications due to the pin lock not properly centered. Replication of the reported condition is due to the pin lock not properly centered. This failure mode has been identified as a trend and a process enhancement has been initiated. Should new information become available, the file will be re-opened and the reassessed at that time. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a roux-en-y procedure, the device would not load the needle. The toggles were jammed. A new handle was opened and used to complete the procedure.